Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent alerts on their receiver and a hypoglycemic event. It was reported that the patient's mom heard a loud noise like a crash in the patient's room. The patient's mom entered the patient's room and found the patient on the floor and unresponsive. The patient's mom called 911 but could not wait for 911 to arrive at their home. The patient's mom and brother carried the patient to the car and rushed to the hospital. It was indicated that the patient's mom didn't remember hearing the alert on the receiver due to being in a frantic state of mind. The patient was observed overnight in the hospital and was treated with glucagon and intravenous (IV) fluids. The patient was released from the hospital on (B)(6) 2017. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.